Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 11/12/2019. Device evaluation summary: according with the information reported the patient experienced generalized illness and a rupture in the breast implant. During evaluation of the device it was observed a rupture in anterior view expanding to posterior view measuring approximately 21 cm, also a crease was observed within rupture. No other anomalies were discovered. A fold or wrinkle rupture is a known inherent risk associated with the use of gel-filled mammary prostheses, and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/4/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Note: facility information (B)(6). Reason for device explant and/or reoperation: rupture and generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation surgery with a 450cc mentor memorygel breast implant experienced bilateral symptomatic rupture, weight gain, experiencing sickness and pain post procedure. As a result, patient had undergone bilateral removal on (B)(6) 2019. This report is for the left sided device. See 1645337-2019-21860 for contralateral prosthesis report.